Event description:
During pump and catheter replacement surgery, the original catheter was found to be sheared. The catheter was replaced. No patient symptoms were reported. The device system was used to deliver lioresal at 600 mcg/day.